Event description:
It was reported by the customer's biomed that during a patient procedure, an attempt was made to charge the device; however, the device prompted to "remove the test plug" and the energy level was limited to 79 joules. The device was also displaying a service light. Another defibrillator was obtained to provide therapy to the patient. There were no adverse effects to the patient.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The device's error log showed the error; however, the condition could not be duplicated. Physio-control replaced the board as precautionary measure prior to the return of the device to the customer. The root cause of the reported failure could not be determined.